Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle. The sealant was protruding from the shuttle tube side slit and covering the balloon proximal bond. The advancer tube was abutting the sealant and properly engaging to the proximal tamp lock upon receipt. The condition of the received device indicated a complete shuttle down procedure. The procedural sheath was retracted back to the shuttle handle without issue. No resistance was felt. The advancer tube remained to be engaged to the tamp lock. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have caused the reported event; no anomalies were observed. Based on the provided information and the investigation performed, the root cause of the reported event could not be conclusively determined. The review of the lhr (f1517303) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: after shuttling down to deliver the sealant, the sealant did not deploy and was lodged in the end of the black shuttle tube. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral sheath size: 5f vessel size: 5 mm stick location: medium.